Event description:
The recipient is reportedly experiencing chronic infection at the implant site. The recipient presented with device extrusion. The recipient was not reimplanted at this time.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a cut in the silicone on the bottom cover and also that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient's infection is not to be device related. The recipient's infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.